Event description:
Healthcare professional reported right side rupture, observed during surgery. Ultrasound and operation was performed. Device has been explanted and replaced.

Manufacturer narrative:
Race: turkish. Explant date: device explanted, no date provided. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and black particles on the shell. A microscopic analysis was performed which identified: a sharp broken with non-penetrating nick near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as surgical impact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.